Event description:
A report was received that the pt was experiencing a burning sensation around the ipg site. The pt's physician examined the site, which is above the belt line, and the pt did not have an infection and looked fine to him. The pt had recently undergone a pocket revision procedure and it was determined that the pocket site is sore and tender. The pt was given a lidocaine patch for the pain and no further action will take place.

Manufacturer narrative:
This is the final report.